Manufacturer narrative:
H3, h6: it was reported that a revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / instruction for use review could not be performed. The devices would have met manufacturing specifications at the time of production. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The clinical information provided, of the cobalt 36 and chromium 18.1¿g/l may be consistent based on the reported symptoms it cannot be concluded that the events/clinical reactions (elevated ion levels, pain, disability) were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. No further clinical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause & probable cause cannot be determined. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
*Us legal mdl* it was reported that, after a r3 tha construct had been implanted on (B)(6) 2010, the plaintiff experienced failed metal on metal articulation, elevated ion levels, pain, and disability. The plaintiff has failed the conservative nonsurgical management, which included ambulatory assistive devices, low impact exercise, and anti inflammatory medication. A revision surgery was performed on (B)(6) 2020 to treat these adverse events. The patient outcome is unknown.